Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As the case at hand was taken from a journal article (merini a, et al. Cementless corail femoral stems with laser neck etching: long-term survival, rupture rate and risk factors in 295 stems. Orthopaedics & traumatology: surgery & research (2015)) it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: patient underwent revision surgery due to loosening of the cup. Devices analysis: a device analysis could not be performed as no product was available for investigation. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a journal article, that the patient was implanted an unknown allofit cup on an unknown date. The patient underwent a revision surgery for preventive replacement of the allofit cup due to loosening on an unknown date. (Journal article: merini a, et al. Cementless corail femoral stems with laser neck etching: long-term survival, rupture rate and risk factors in 295 stems. Orthopaedics & traumatology: surgery & research (2015)).